Event description:
The user facility reported that during a laparoscopic cholecystectomy, the users experienced a complete loss of image. The procedure was completed using a different device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report of image lost. There were multiple dents and a slight bend on the outer tube. There were scratches, dent on the frame. The video connector contact pins were corroded/burnt. The video connector was cracked. These phenomena were attributed to physical damage. The device was serviced and was returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.